Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant) claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -5.0/+0.5/104 into the patient's right eye (od) on 19-mar-2023. The lens was exchanged on 21-mar-2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.